Event description:
At the end of the case, the overlap between the distal and proximal piece was ballooned. The doctor said that, while ballooning, he thought he saw the graft pop on fluoroscopy. During the final angiogram, there was a consistent leak that the physician determined was a possible type 3 or fabric tear. The doctor placed a 24 mm by 39 mm aortic cuff above the graft bifurcation but the leak persisted. The decision was made to convert to an aorto-uni-iliac procedure. So, a 28 mm converter was placed in the right iliac and a femoro-femoral bypass procedure was done. The doctor put an amplatzer plug in the left iliac. Upon final angio, there was a potential type 1 endoleak visualized and the doctor decided not to intervene. The doctor will wait and see what happens. The doctor was aware that this was a non-IFU fenestrated case because of the size of the patient's aorta.

Event description:
At the end of the case, the overlap between the distal and proximal piece was ballooned. The doctor said that, while ballooning, he thought he saw the graft pop on fluoroscopy. During the final angiogram, there was a consistent leak that the physician determined was a possible type 3 or fabric tear. The doctor placed a 24 mm by 39 mm aortic cuff above the graft bifurcation but the leak persisted. The decision was made to convert to an aorto-uni-iliac procedure. So, a 28 mm converter was placed in the right iliac and a femoro-femoral bypass procedure was done. The doctor put an amplatzer plug in the left iliac. Upon final angio, there was a potential type 1 endoleak visualized and the doctor decided not to intervene. The doctor will wait and see what happens. The doctor was aware that this was a non-IFU fenestrated case because of the size of the patient's aorta.

Manufacturer narrative:
Please note that this report relates to report 9680654-2018-00033. Report 9680654-2018-00033 investigates the endoleak type1. The device was not returned for evaluation. Three requests were made to acquire medical imaging but imaging was not provided. Additional information was received: "the physician was ballooning the distal piece of the graft near the bifurcation with a 46mm coda balloon. The screen was not watched at the time but he said there was appeared to be a ¿pop¿ of the graft near the bifurcation. There was no stent fracture observed it only appeared to be the material that seemed to ¿pop¿ this was apparently observed when the balloon was inflated at the distal portion of the overlap. The balloon was inflated according to standard procedure." William cook australia medical director reviewed this case: "ballooning the overlap between zfen-p and zfen-d would have the zfen-d on the inside of the zfen-p, so it would be unusual to tear the fabric of the distal component that was being constrained by the proximal component. If the fabric tear or disruption was at the zfen-d junction with the iliac leg extension zsle, the same would apply ¿ the leg extension is inside the zfen-d." Work order ac1023292 was reviewed and appears complete and correct. There are a number of processes and checks in place to ensure that the device is manufactured to the correct dimensions and that loose/damaged graft material/sutures/knots are identified prior to shipment. The device IFU states: "potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak". Due to the lack of information available in this complaint it is difficult to determine a definitive root cause. It is possible that one or more of the following factors may have contributed to this complaint: - over-ballooning of overlap between zfen-p and zfen-d devices. - incorrect diameter of zfen-d device. - loose or damaged graft material/sutures/knots. - procedural factors.